Event description:
It was reported that during testing, the ventilator failed the leak test, the turbine would not move, and there was no flow. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na